Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up arrow button was moving up without input when they attempted to bolus. Customer also reported battery issues with the insulin pump. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.